Event description:
Please refer to pi (B)(4) (not holding charge) for actual MDR submission related to this complaint. On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed an ¿error 5¿ message during testing and was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issues began around (B)(6) 2017. The patient informed the csr that he manages his diabetes with a fixed dose of insulin and denied making any changes to his usual diabetes management routine in response to the alleged issues. The patient reported that he felt ¿unwell and sweaty¿ at an unspecified time during the month of (B)(6) 2017 after the alleged issues started. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted the patient did not have testing supplies available to test the meter. The alleged issues remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issues began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted as the test strips were found to have results about range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.